Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with inappropriate shock. Upon interrogation, the right ventricular lead was dislodged and exhibited far p-wave oversensing and inappropriate sensing of r-waves, which led to the inappropriate high voltage therapy. Programming changes were made to deactivate defibrillation. The physician then explanted and replaced the lead. The patient was in stable condition.